Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did not know if the infection had been resolved as the ins had been explanted but the rep had have not seen the patient since. The rep noted they would follow-up with the healthcare professional in the next week. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was explanted on 2019-04-20. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pus/green discharge coming out of the incision site. The patient was advised to follow up with their doctor regarding the discharge issue. Additional information was received from the rep. It was reported that the cause was unknown. Additional information received from a manufacturer's representative on 2019-apr-18. It was reported that the patient's ins site was infected and their system needed to be explanted. The patient was advised to go to the ER and have it removed because the neurosurgeon was booked out so far in advance. The patient was being taken to the hospital the next afternoon to have it removed. No further complications reported.